Event description:
It was reported that the customer had high blood glucose levels of 130 mg/dl. The customer reported an spi to motor pic communication error from the insulin pump. The customer reported that she will clear the alarm by rewinding thereafter. The customer also reported that the insulin pump turned off completely afterwards. The customer also reported that the communication error on the insulin pump had been recurring over the past month. Troubleshooting was done. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. The customer was also advised that the low battery alert prior to the off no power alert from the insulin pump was normal insulin pump behavior. The customer was advised to install a new alkaline battery should that alert be received. No add'l info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.